Event description:
It was reported that the right atrial lead exhibited loss of capture, low impedance and loss of sensing. During the explant procedure the physician noted an insulation abrasion which was suspected to be from the suture wires.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4): device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the distal insulation was damaged at 20.3 cm from the connector pin.